Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) unit does not recognize balloon. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit. Fse connected a balloon and trainer. Fse could not reproduce the complaint. No fault found. Logs show autofill failure 4e0, suspect -leak in iab circuit. Completed checkout, including all functional and safety tests as per manufacturer specifications. Released unit to customer.